Event description:
Urologist was doing a cystoscopy stent exchange. Scope was placed using a single bridge. Open-end catheter was inserted, wire inserted and then catheter was backed out leaving wire. The stent was then placed over wire. While inserting, a piece of the blue open-end cath came into view. It was removed, bladder emptied and a second small piece retrieved. X-ray taken, visual inspection of bladder with scope. No remaining pieces noted. All the pieces of broken catheter were laid out beside another catheter (same kind, size, etc.) And it was the same length as well. FDA safety report ID# (B)(4).